Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had exhibited decreased sensing and the right atrial lead had dislodged during a clinic visit. On (B)(6) 2016 the asymptomatic patient presented to the hospital for the leads to be explanted. The physician was able to successfully explant and replace the leads. The patient was in stable condition post surgery.